Event description:
It was reported that the patient passed away due to sepsis and multi-system organ failure. The source of the sepsis was a driveline and pump pocket bacteremia infection. The type of infection was determined to be serratia marcescens. The patient had been admitted to the hospital from (B)(6) 2021 until they expired on (B)(6) 2022. The patient's death was not considered to be device related. The device operated as expected.

Manufacturer narrative:
(B)(4). Manufacturer's investigation conclusion: a specific cause for the reported infection, sepsis, multiorgan failure, and subsequent patient outcome as well as a direct correlation with the device could not be determined through this evaluation. The death was not device related, and the device operated as expected. The pump was not explanted and will not be returned for evaluation. The relevant sections of the device history records for the (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 07 feb 2019. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 lvas IFU lists infection, sepsis, death, and various forms of organ failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Manufacturer's investigation conclusion: a specific cause for the reported infection, sepsis, multiorgan failure, and subsequent patient outcome as well as a direct correlation with the device could not be determined through this evaluation. The death was not device related, and the device operated as expected. The pump was not explanted and will not be returned for evaluation. The relevant sections of the device history records for the (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 07 feb 2019. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 lvas IFU lists infection, sepsis, death, and various forms of organ failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to sepsis and multi-system organ failure. The source of the sepsis was a driveline and pump pocket bacteremia infection. The type of infection was determined to be serratia marcescens. The patient had been admitted to the hospital from (B)(6) 2021 until they expired on (B)(6) 2022. The patient's death was not considered to be device related. The device operated as expected.